Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a gynecological procedure, the device handle felt tight and jammed. The needle also fell out. The needle fell into the patient and was retrieved.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. A needle was loaded in device one improperly (upside down) and was unloadable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the improperly loaded needle may occur if either the dlu or the suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. The root cause of the observed damage was misuse of the product (improperly loaded needle) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.